Event description:
It was reported that ¿No Readings¿, ¿Sensor Error¿, or "Brief Sensor Issue" occurred. The wearable was inserted into the arm on (b)(6) 2026. On (b)(6) 2026 when the patient woke up, they were experiencing vomiting, diarrhea, lightheadedness, excessive thirst, and confusion. She initially believed her symptoms were caused by something she had eaten or possible food poisoning and did not perform a fingerstick glucose test because she did not think the symptoms were related to her blood sugar. Eventually her husband decided to take her to the hospital. Upon arrival, the hospital staff immediately performed a fingerstick, but due to her confusion at the time, the patient was unable to recall the glucose reading. It is unknown if the patient experienced a hypo or hyperglycemic event, but the patient was treated with intravenous fluids and received significant fluid replacement. After a couple of hours the patient had stabilized. When a fingerstick was taken at that time the CGM reading was 100 mg/dL, and the blood glucose reading was 110 mg/dL. No further medication was reported and the patient was discharged after spending less than 24 hours at the hospital. There was no documentation of further medical evaluation or intervention. At the time of the report the patient was stable. Performance data was reviewed. A ¿No Readings¿, ¿Sensor Error¿, or ""Brief Sensor Issue"" was not found within the investigation window. The allegation was not confirmed via data. However, it was found that No Readings/ Sensor Error/ Brief Sensor Issue under an hour occurred. The probable cause could not be determined via data. No additional patient or event information is available.

Manufacturer narrative:
(b)(4).This report was impacted by eMDR scheduled maintenance occurring July 22-27, 2026.H6 Medical Device Problem Code - 3191 - Patient was unable to identify device issue therefore a more specific code could not be selected.